Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 71-year-old male with a medical history of prior CABG, known coronary artery disease, and renal insufficiency was supported with an impella rp flex for postcardiotomy cardiogenic shock (pccs) with a pre-support clinical state consistent with scai shock stage d. The device was implanted via left femoral venous percutaneous access and remained on support at p-8 providing 3.3 l/min flow with d5w sodium bicarbonate purge solution. During support, a call was received from the bedside nurse reporting that no parameters were displayed on the automated impella controller (aic), including placement signal, motor current, or flow rate, and a "placement signal unreliable" alarm was present. The patient's hemodynamic status remained unchanged at the time of the event. Device position was evaluated and confirmed unchanged by repeat chest x-ray, and pump positioning was also confirmed by echocardiography. The console was not replaced, the pump was not replaced or removed due to the reported issue. The patient was subsequently withdrawn from care and expired on (B)(6) 2026. The pump was returned for evaluation and device data download was requested. Based on the information available, the reported event involved loss of displayed parameters and a "placement signal unreliable" alarm on the aic; however, patient hemodynamics remained unchanged and device position was confirmed. There is insufficient information at this time to determine a causal relationship between the reported display issue and the patient's death. The death is conservatively being reported to the impella rp flex but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.